Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: a vena cava filter was indicated for significant fall risk due to recent subdural, two significant central pulmonary emboli, and a significant clot involving the left common femoral vein distally. The right groin was prepped and draped in sterile fashion. Access was gained into the right common femoral vein and a guidewire was passed under fluoroscopic guidance into the inferior vena cava. The filter introducer sheath was advanced over the wire and positioned in the common iliac vein. Vena cavogram performed demonstrated the vena cava to be 24mm at the l4 position. The introducer catheter was then positioned and the ivc filter was passed to the l3-l4 interspace and deployed. It appeared to be in satisfactory condition. A permanent image obtained and the introducing catheter was then withdrawn without complication. Hemostasis was achieved using manual pressure at the insertion site and a tegaderm dressing applied. The patient tolerated the procedure well and was returned to the recovery room in satisfactory condition. Approximately one year post filter deployment, the patient was transferred from the emergency room to the cath lab for retrieval of the filter and one detached filter limb which was located in the right ventricle. The filter was referenced to be at the level of the right lower renal vein with a leg in the lower renal vein. Fluoroscopy of the filter showed 6 lower legs and 5 arms in situ. The filter was retrieved without complications and completion cavogram showed no extravasation. Fluoroscopy and ventriculography of the right ventricle and detached limb were performed. The detached limb was suggested to be the cause of a pericardial effusion. A snare successfully captured and retrieved the detached limb via the right internal jugular vein. The detached limb corresponded in length to the other limbs and no other missing pieces were noted. Completion rv gram showed no extravasation and bedside portable ultrasound showed no change in a small baseline effusion. The filter and detached limb were sent to pathology. There were no reported complications. Image/photo review: no images or photos have been made available to the manufacturer. Conclusion: the device was not returned. Images were not provided. Medical records were provided and reviewed. A vena cava filter was successfully deployed. One year post filter deployment, the patient was transferred from the emergency room to the cath lab for retrieval of the filter and one detached filter arm which was located in the right ventricle. The filter was referenced to be at the level of the right lower renal vein with a leg in the lower renal vein. Fluoroscopy of the filter showed 6 lower legs and 5 arms in situ. Based on the medical records, the investigation can be confirmed for a detached filter limb and unintended movement of the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: do not deploy the filter prior to proper positioning in the ivc, as the eclipse filter cannot be safely reloaded into the storage tube. Do not deploy the filter unless ivc has been properly measured. Never re-deploy a removed filter; filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques; movement, migration or tilt are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration. Migration may be caused by placement of the filter in ivcs with diameters exceeding the appropriate labeled dimensions specified in this IFU. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens. Direction for use - implantation: select the optimum location (for example 1cm below the lowest renal) for filter placement and measure the ivc diameter; prior to deployment, verify the location of the filter within the sheath using fluoroscopy and confirm that the filter snare hook is 1cm below the lowest renal or is in the intended location in the inferior vena cava. Precautions: position the filter snare hook 1cm below the lowest renal vein. Venacavography must always be performed to confirm proper implant site. Radiographs without contrast, which do not clearly show the wall of the ivc, may be misleading; if misplacement, sub-optimal placement, or tilting of the filter occurs, consider immediate removal. Do not attempt to reposition the filter. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was provided. The patient status at this time is unknown. New information received: medical records were received and reviewed. The vena cava filter was successfully deployed infrarenal at the l3-l4 interspace for recent dvt/pe. Approximately one year post filter deployment, the patient was found to have a small pericardial effusion which was thought to be caused by a detached filter limb in the right ventricle. The filter and the detached limb located in the right ventricle were successfully captured and retrieved percutaneously. There was no extravasation on completion imaging. A follow-up ultrasound demonstrated the effusion to be unchanged from baseline. There were no reported complications. No additional information surrounding this event was provided.